Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a significantly delayed or not functioning occlusion alarm. It was stated that fentanyl was not infusing due to an upstream occlusion, but the spectrum iq pump never alarmed ¿upstream occlusion. A nurse stated that a bottle of fentanyl (11.2 ml/hr ) was being infused and the tubing was found to be pinched in the lockbox during their pump check at the start of their shift. The event occurred during patient use at the medical intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.